Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot/batch # (B)(4) provided was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. (B)(4) how was the device removed from the tissue? Larger resection to remove the device did the bigger resection of the intestine lead to any patient consequence? If yes, please provide additional details. No did the device jaws eventually open to release the tissue? No they have to cut (bigger resection) if no, how was the device removed from the patient (cut out with second device, etc.)?

Event description:
It was reported that during an unknown procedure, after cutting a segment of the small intestine, the clamp did not open despite an attempt of manual opening. This incident has led to a bigger resection of the intestine. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # k5ay29. The analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual override worked properly during testing. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.